Event description:
Hcp reported patient had increased low back pain following car accident. Pump accessed and reservoir volume did not correspond to analysis of the pump. Surgical exploration was done and tubing had separated from the pump. Manufacturer's device registration records indicate pump and catheter were replaced in 2002. Patient has recovered without sequela and is currently undergoing increased titration of medication.